Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. There were lead warnings on the right ventricular (rv) lead for intermittent high impedance and the lead was later confirmed to be fractured. It was also observed that the right atrial (ra) lead had dislodged into the ventricle. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.